Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6334961. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported after inserting the 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system into four separate patients they developed an infection and were placed on antibiotics.